Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility a component fell out. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted by a manufacturer field service representative at the user facility a component fell out. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.